Event description:
The mayfield composite series skull clamp (a3059) was returned to service & repair with the notation "need to be repaired", and when tested by the integra technician, the lock had up and down movement and the teeth are grinding when rotated. There was no patient involvement.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR: the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received with the mayfield 2 lock has up and down movement and the teeth are grinding when rotated. All worn components was replaced with new parts. General maintenance and cleaning performed. Root cause analysis: the returned a3059 mayfield composite series skull clamp is in used condition with general wear and tear to the lock and teeth. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.